Event description:
Our affiliate is reporting that a pt had a shoulder repair at some unknown date with the use of a spiralok anchor for fixation. Several weeks subsequent to this, the pt presented (unknown) and it was somehow determined that the anchor had pulled out of the bone. A re-surgery was had, or is planned to removed the spiralok anchor. This is all of the info that has so far been made available to mitek. There are questions asking for details and clarity out to our affiliate. Also associated mdrs 1221934-2009-00114,1221934-2009-00115 and 1221934-2009-00117.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had is had and evaluated those results will be the subject of the follow-up report.